Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The patient reported that she had felt dizzy and attempted to use the remote controller for the implantable cardiac monitor to record her symptoms. Upon interrogation, it was noted that only isolated events were present on the electrogram. There was no event seen on the date the patient had told them. During follow-up, the patient attempted to record but the control would not record it. The patient would continue to be monitored. The patient was stable.